Event description:
In 2004 at approximately 8:00 am, the customer checked their blood glucose and result was in the low 30's (mg/dl). They called their dr, drank orange juice and called the paramedics at approximately 8:05 am. Paramedics arrived at 8:15am and rechecked their bg on their machine-result was 155 mg/dl.